Manufacturer narrative:
Device evaluated by MFR: the epic device was returned for evaluation. The device was received partially unsheathed. The investigator deployed the stent without any issue. This epic device is recommended for use with a 0.035" (0.89mm) guidewire as per label specification. During the product analysis a boston scientific 0.035" guidewire was successfully inserted through this device with no resistance experienced. The guidewire used by the customer was not returned for analysis. A visual examination identified no issues with the tip and to the handle of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11dec2025. It was reported that stent would not advance over the wire. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5x120x120 epic self-expanding was selected for use. During advancing, it was noted that the stent was difficult to advance over the wire. A different stent was used to complete the procedure. There were no patient complications as a result of this event. However, device analysis revealed that inadvertent deployment occurred.